Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue "batteries not charging". The charge current was at 0 a. To fix the issue, the fse replaced the power management board and verified proper charging voltage and current. The fse performed all functional, pneumatic and electrical safety tests. The unit passed all tests and was return to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed ¿no backup battery detected¿ even though the unit had been plugged in for several hours. Both batteries were showing ¿no charge¿. The circumstance of the event is unknown, however, there was no patient involvement and no adverse event was reported.